Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined there was an air leak where the neckpiece and handpiece connect and some components were worn. The neckpiece, semi-circle and vespel sleeve bearings, fine adj cams and set screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there is no product deficiency, and this is a corrective repair for loaner. During product evaluation, it was found that there was an air leak where the neckpiece and handpiece connect. There is no harm or delay reported. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.